Manufacturer narrative:
Code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications code 22 ¿ according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, component migration.

Event description:
On (B)(6) 2020, a patient was treated for a previously-implanted gore® excluder® aaa endoprosthesis featuring c3® delivery system, implanted on (B)(6) 2020, which had migrated. The physician implanted 2 gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure. The physician had no opinion as to the cause of the event. The patient was reported to have an angulated aortic neck.